Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 47-year-old female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's concurrent conditions included fibroids, ovarian mass, gravida ii and parity 2. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with surgery (total abdominal hysterectomy, unilateral salpingo-oophorectomy (right on (B)(6) 2015, left in 2012)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 157 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, ovarian cyst. Lot number: 626347, manufacture date: 2007-12, expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a (B)(6) year-old female patient who had essure (batch no. 626347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included fibroids, ovarian mass, gravida ii and parity 2. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pain"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and ovarian cyst ("other injury (ies) or complication please describe: ovarian cyst"). The patient was treated with surgery (total abdominal hysterectomy,unilateral salpingo-oophorectomy (right on (B)(6) 2015, left in 2012)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain and ovarian cyst outcome was unknown. The reporter considered menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received : event of "injury" updated to valid event "pain". New events added - abnormal bleeding (vaginal), menorrhagia, other injury(ies) or complication please describe: ovarian cyst, essure confirmation test(s) conducted, specify no. Concomitant condition added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.